Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h6, h10. UDI # (B)(4). The device was returned for evaluation and it was noted the unit¿s base handle had been closed without the 6-inch transitional installed and deformed the hole. The 6-inch transitional is scarred and needs to be replaced. Additionally, the shock cushion was worn and the adjustment wrench had worn threads. The DHR documentation showed no abnormalities related to the reported failure for lot number 114. The device was manufactured in 2011. The reported complaint was confirmed via inspection of the unit. The returned unit did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit does not have a transitional member. There was no patient involvement and no delay in surgery.